Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that body fluid was noted in the right ventricular lead during the implant procedure. The physician wasn't sure if he sutured through the lead. A new lead was implanted. The patient was in stable condition

Manufacturer narrative:
The reported event of body fluid in the outer insulation was confirmed. A complete lead was returned in one piece. The cause of the reported events was isolated to the outer insulation damaged consistent with the procedural damage. The lead was otherwise normal.